Manufacturer narrative:
Megadyne has not yet been able to gain access to the device for an evaluation. A review of the product history indicates this device is a reliable component of electrosurgery. The user facility/surgeon reports they believe the tip was not properly installed and the instrument count was not conducted appropriately. The IFU provides adequate instructions with illustrations to assure a secure attachment to the shaft. A review of the lot history reveals the tip was manufactured to dmr specifications and we can find no evidence of a device defect or malfunction. Should the device become available for evaluation an investigation will be performed and a supplemental report will be forwarded referencing this report number.

Event description:
Tip fell off in pt. A laparoscopic appendectomy was performed. A couple days later the pt returned complaining of abdominal pain, an x-ray was performed and a foreign object was observed. The surgeon went back in and retrieved the megatip used in the procedure. The pt has been discharged and has returned home and is doing fine.